Manufacturer narrative:
The referenced driveline repair performed on december of 2017 was reported on medwatch MDR report # 2916596-2018-00046. Approximate age of device - 2 years, 7 months and 18 days. Manufacturer's investigation conclusion: the evaluation of the returned portion of the percutaneous lead (driveline) segment confirmed external driveline wire damage that could have contributed to the reported driveline fault alarms. Review of the log files submitted by the account confirmed the reports of driveline fault alarms. No other atypical alarms were observed. Approximately 21.5 inches of the distal-end portion of the driveline was returned for evaluation. A previous driveline replacement site was present starting approximately 15 inches from the end of the metal connector. The driveline was tested for electrical continuity in the condition that it was received, and the yellow wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires approximately 9 inches from the end of the metal connector revealed a thin area in the insulation of the yellow wire, adjacent to kinking in the wire. The outer insulation was intact but manipulation caused the insulation of the yellow wire to further elongate and breakdown, indicating that the inner conductors had fractured. The remaining wires appeared unremarkable. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation, by-passing the previous repair site. This test did not reveal any additional areas of current leakage. The inner conductor breakdown of the yellow wire could have caused the driveline fault alarms captured on the submitted system controller log files. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that lvad system produced driveline fault alarms. The vad clinician cleared the alarm and it did not immediately return. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed the reported driveline fault alarms which started at 06:58 on (B)(6) 2018. The customer exchanged out the patient's system controller as advised. A log file from the new system controller showed that the driveline data was normal. However, on (B)(6) 2018, the customer reported additional driveline faults alarms upon device interrogation. A submitted photo showed the driveline was twisted. On (B)(6) 2018, a distal end percutaneous lead replacement was performed. No additional information was provided.